Event description:
It was reported that patient was connected to the ventilator during nava (neurelly adjusted ventilatory assist) mode of ventilation, administration of medication was performed via edi catheter (as singel use nasogastric feeding tube with measuring electrodes positioned in the esophagus, measuring the electrical activity of diaphragm). When started giving medicine, observed that the sheet and clothes slightly stained with the medicine colour, stopped giving medicine and, further investigated revealed a hole was noted in the edi catheter at approximately 24cm length. There was no patient harm. Manufacturer's ref.#: (B)(4).